Event description:
Tibial liner worn and femoral component impinged on tibial metal tray resulting in extrusion of tibial liner anteriorly and requiring explantation of tibial liner and tibial tray. (Also see mw1001038.)